Event description:
Per the clinic, the patient experienced wound infection after the surgery and was subsequently hospitalised (specific date and duration not reported) and was treated with oral and IV antibiotics (specific date and duration not reported).